Manufacturer narrative:
Correction to: h6 (type of investigation, investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Vcoyne 07april2025. Update/additional information from customer care. Update: 00023560. Email replied from consumer to embecta. Product name: bd ultra-fine needles (0.5 ml 10 31g5/16), 328290. Lot#: one of the lot numbers is 4044081. Availability of samples showing the problem. I can start collecting them as they come up. I have one from today. Name and mailing address: name removed. Added to demographic screen. Sending mailing kit and voucher. Dc.

Manufacturer narrative:
Additional information was added to: b4, d4 (expiration date), g6, h2, h4, h11. Correction to: d4 (model number, lot number).

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported via email finding a liquid inside her unused insulin syringes. Email from consumer below. Dc lot # catalog# unknown ultra-fine needle (1/2 ml, 8 mm, 31g date of event sample status. Email below dear team, please look into this request. Regards, customer support from: productcomplaints <productcomplaints@bd.com> sent: saturday, (B)(6) 2025 7:02 am. To: productcomplaints <productcomplaints@embecta.com> subject: fw: bd insulin syringe product issue. Email below: from: name removed sent: friday, (B)(6) 2025 8:04 pm. To: productcomplaints <productcomplaints@bd.com> subject: bd insulin syringe product issue. I've been a longtime user of bd insulin syringes with bd ultra-fine needle (1/2 ml, 8 mm, 31g). Over the past 1-2 years, I have started to regularly come across new syringes that already have liquid in them when I first go to use them (about one drop of liquid can be squeezed out if I press the plunger up). I would estimate about 1 syringe is like this for every 1-2 packs, so about 1 of every 15 syringes. This is both unnerving and frustrating because I'm paying for syringes and having to dispose of many unused. I assume this is some sort of quality control issue resulting in excess lubricant?